Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported that the insulin squirting out. Customer's blood glucose was unknown mg/dl. The customer reported that this occurred without pressing any buttons at all. The customer realized that the insulin was exiting from the tubing, and this had happened just before inserting the infusion set into a body. The customer's mother at the time call did not have access to insulin pump. The customer was advised that the pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.